Event description:
Baxter (B)(4) received a report that a basal/bolus infusor had no flow after filling. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. This device is manufactured for distribution outside of the united states and does not have a 510(k) number.